Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery, the unit had wires exposed in the power cord, the unit also did not work consistently and was making a loud noise when the pump was running.there was no patient involvement. Due diligence is in progress.

Manufacturer narrative:
During product evaluation, it was found that there were no metal or colored wires exposed and no signs of fire or smoke from the device. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Event description:
During product evaluation, it was found that there were no metal or colored wires exposed and no signs of fire or smoke from the device. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.